Event description:
It was reported that the user experienced elevated glucose readings after waking from a nap while using the ilet system, with no reported symptoms, no moisture or leakage observed, and recent food intake not announced per clinician guidance; supplies appeared to function, and the user had difficulty syncing data. Symptoms included high blood glucose without associated clinical complaints. Outcomes included no reported hospitalization or medical intervention. Troubleshooting and education were provided, and the reported data indicated device operation without evident alarms. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear given unannounced meal intake and limited data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.